Manufacturer narrative:
This follow-up report is to correct the typo in "d2. Common device name" in the initial report.

Manufacturer narrative:
This follow-up report is to correct the typo in "d1: brand name" and "d2: common device name" in the report number 9617297-2021-00001.

Manufacturer narrative:
The male patient had surgery to insert 4 anax 5.5 CT screws into l4-l5 on (B)(6) 2020. The surgeon found out that the screw(s) (part number: ct7640) in l5 was(were) broken on (B)(6) 2020 after reviewing the last set of x-rays. He reviewed the x-rays on the patient and saw that the screw was broke on the (B)(6) 2020 x-rays upon review the (B)(6) x-rays. The number of broken screw(s) would be either 1 or 2. The suspicious lot numbers are 19i16019 and 19h05039. Additional device information are all two suspicious lots and device manufacture date is randomly the information of 19i16019 since it has only one space. According to the surgeon, the patient appears to be fusing well and has no instability on x-rays. No plans for any revision as unilateral intact screws and rod plus cage and forming fusion mass provides all the stability the patient needs. The patient is doing fine with no pain and is healing well. The patient will continue to be monitored afterwards to see any contributing changes.

Event description:
The male patient had surgery to insert 4 anax 5.5 CT screws into l4-l5 on (B)(6) 2020. The surgeon found out that the screw(s) (part number: ct7640) in l5 was(were) broken on (B)(6) 2020 after reviewing the last set of x-rays. The number of broken screw would be either 1 or 2.